Manufacturer narrative:
Initial reporter information corrected. Healthcare professional no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Initial information was received via manufacturer representative (rep) from a patient.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6)2014, explanted: (B)(6)2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no obvious physical breakage/compromise was detected when catheter was analyzed during revision procedure on (B)(6)2018. The hcp's note was reported. The hcp certified that the patient required inpatient services. He anticipated the expected length of stay would include at least two midnights. Plans for post hospitalization care would be discharge to home. Removal of previous pump and catheter occurred. New intrathecal placement of baclofen pump and catheter with tip at t10 performed. Pre-op antibiotics were given within 30 minutes before incision. Surgical time out was carried out. The rlq incision was opened first. Pump was dissected out and extracted and the pump orientation was with tip at 12 'o clock. It was noted to keep the new pump in the same orientation. Catheter disconnected, very slow flow noted. It was decided to open the lumbar incision. Then the lumbar incision was opened. After dissection of scar the it catheter was noted exiting midline. On opening here, at the best the flow was slow and intermittent. Anchor identified, removed the old it catheter completely. It catheter extracted completely. The previous entry point was closed with a purse string and tisseal. Double breasting of fascia flaps done over it to prevent any csf leak. Under fluoroscopic guidance, a tuohy needle was placed with entry at the l4 pedicle in a right para-median plane and thecal sac entry was done at the l3-l4 interspace from a right paracentral approach. The intrathecal catheter was passed through the needle to the t10 level under fluoroscopic guidance. The csf flow was brisk. 2-0 silk suture was placed in purse-string fashion around the hub of the needle. The needle and style were removed and the purse-string sutures were tightened. Free csf flow from the catheter was confirmed. An inject anchor was used and secured with the two 2-0 silks to secure the tube to the fascia. This was then snapped to the side to prevent excess cerebrospinal fluid leakage, and attention was turned to the abdomen. The previous pocket was cleaned. Next, tunneling device was used to connect the two incisions and proximal catheter was passed between the two. Distal catheter was trimmed. After implantation of the proximal catheter, the two catheters were connected with a two-way metal connector and secured to the lumbar fascia. Pump was placed into the pocket and secured with 2-0 silk stitches. The proximal end of the catheter was observed to be draining cerebrospinal fluid easily. This was connected to the pump. A single loop of excess tubing was placed deep to the pump. The pump was then programmed with 1tb concentration: 500 mcg/ml and a daily dose: 75 mcg per day. At this point both wounds were irrigated copiously with bacitracin and closed with interrupted inverted 3-0 vicryl sutures and a running 3-0 ethilon skin stitch for back and 4-0 v lock and dermabond for front. Dry dressings were placed. The patient was placed in abdominal binder and a catheter was already in place. The patient tolerated the procedure well. The patient was sent to the pacu. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 500 concentration at 75 dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient's spasticity returned. Any environmental/external/patient factors were unknown. Side port study was attempted. The hcp was unable to get cerebrospinal fluid (csf) back from side port. Pump system was replaced with new system. At the time of this report, the issue had been resolved and patient status was alive-no-injury. No further complications were reported.